Event description:
Same case as MDR ID: 2134265-2013-06152. (B)(4). It was reported that chest pain occurred. Clinical status assessment on (B)(6) 2013 identified the patient¿s qualifying condition was stable angina. The subject was referred for cardiac catheterization and coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was located in the 2nd obtuse marginal (om) with 90% stenosis and was 15 mm with a reference vessel diameter of 2.25 mm. The physician treated the lesion with predilatation and placement of 2.25 x 20 mm study stent. Following stent deployment, a grade a dissection was noted proximal to the target lesion which was treated with placement of 2.25 x 12 mm bailout study stent. Following post dilatation, the residual stenosis was 0%. Fifteen days post procedure, the patient presented with an event of chest discomfort and the patient was treated with medication.

Event description:
It was further reported that the event chest pain is "not related" to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).